Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during their manufacturing process there was a quality event detected wherein there are parts of visible loose and floating particulate and dirt. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: 15-oct-2024. H3: twenty opened and unused samples were received of (B)(6) lot number 6025851. The customer returned the product for investigation and also provided photos of the defect. It was confirmed that the low-profile tubing port contained mpm embedded material smaller than the allowed particle size of 0.2mm. A device history review was performed for the provided lot number, and no nonconformancies were filed during the manufacturing period of the product.